Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 25-apr-2014 and 17-jul-2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Device evaluation: creases were found on the shell. Wear abrasion was present on device. An opening on the posterior was found on the device.